Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an already implanted non-medtronic aortic valve, aortic regurgitation was noted. The cause of the aortic regurgitation was damage sustained by the previously implanted valve during the aortic valve replacement surgery. During the procedure using the medtronic valve, upon insertion of the guidewire into the left ventricle, increased mitral regurgitation and hypotension were noted. The rate of the temporary pacemaker was adjusted and blood pressure stabilizing medications were administered. Due to continued hypotension, percutaneous cardiopulmonary support was introduced. Subsequently, the valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the delivery catheter system (dcs) was not inserted into the patient when the hypotension first occurred. The severity of the mitral regurgitation was severe.

Event description:
Additional information was received that the hypotension resolved following implant of the valve. Per the physician, the dcs did not cause or contribute to the severe mitral regurgitation; however, the cause of the severe mitral regurgitation was unknown. It was reported that the patient had recovered.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.